Manufacturer narrative:
Device evaluation of monitor sn (B)(6) and electrode belt sn (B)(6) has been completed at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor-10/14/2015. Belt-11/13/2015.

Event description:
Per the updated analysis, which includes clinical evaluation of the patient's continuous ECG recordings, prior to the first lifevest treatment, at 18:38:03 CPR/motion artifact began. At 18:42:25, the rhythm was vf with CPR/motion artifact a non-lifevest shock is given at 18:44:20 the patient's pre- and post- shock rhythms are vf. At 18:45:50, the patient received a second non-lifevest defibrillation. The patient's rhythm at the time of the treatment and post-shock was vf. At 18:50:05, the patient received a third non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was an idioventricular rhythm at 60 bpm with CPR/motion artifact. At 18:53:45, the patient received a fourth non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was an idioventricular rhythm at 60 bpm with CPR and motion artifact. At 18:55:45, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus rhythm at 60 bpm. At 18:56:49, the patient's rhythm degraded to vf. The patient received a fifth non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was an idioventricular rhythm at 60 bpm with CPR and motion artifact. At 18:59:09, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was an idioventricular rhythm at 60 bpm. From 18:59:57 to 22:08:07, motion artifact obscures the cardiac signal on both channels. As it is not known who was present and attempting to resuscitate the patient at the time of the treatable arrhythmias, reporting this event out of an abundance of caution. ********************************************************************************************************* a us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. No events surrounding the patient's passing were reported. Per clinical review of the available ECG data, the device detected an arrythmia at 18:44:48 while the patient was in vf with cardiac response to CPR. The device then detected a non-treatable rhythm at 18:44:48 while the patient was in vf with cardiac response to CPR. The ECG recording shows a non-lifevest defibrillation was given at this time. The lifevest was unable to deliver a shock due to not being in the detection sequence long enough before the patient was externally defibrillated. The external defibrillation shock was delivered while the patient was seen in a vf arrhythmia for less than 30 seconds. The patient received an appropriate treatment at 18:55:45 during vf. The patient's post shock rhythm was sinus rhythm at 60 bpm. The device detected a non-treatable rhythm at 18:55:59 while the patient was in sinus rhythm at 60 bpm. The device detected an arrhythmia at 18:57:27 while the patient was in vf with cardiac response to CPR. The device detected a non-treatable rhythm at 18:57:37 while the patient was in vf with cardiac response to CPR. The patient received a second appropriate treatment at 18:59:09 during vf. The patient's post shock rhythm was an idioventricular rhythm at 60 bpm. The device then detected a non-treatable rhythm at 18:59:59 while the patient was in sinus rhythm. The patient was last seen in a life-sustaining rhythm.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed at the distributor. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. No events surrounding the patient's passing were reported. Per clinical review of the available ECG data, the device detected an arrythmia at 18:44:48 while the patient was in vf with cardiac response to CPR. The device then detected a non-treatable rhythm at 18:44:48 while the patient was in vf with cardiac response to CPR. The ECG recording shows a non-lifevest defibrillation was given at this time. The lifevest was unable to deliver a shock due to not being in the detection sequence long enough before the patient was externally defibrillated. The external defibrillation shock was delivered while the patient was seen in a vf arrhythmia for less than 30 seconds. The patient received an appropriate treatment at 18:55:45 during vf. The patient's post shock rhythm was sinus rhythm at 60 bpm. The device detected a non-treatable rhythm at 18:55:59 while the patient was in sinus rhythm at 60 bpm. The device detected an arrhythmia at 18:57:27 while the patient was in vf with cardiac response to CPR. The device detected a non-treatable rhythm at 18:57:37 while the patient was in vf with cardiac response to CPR. The patient received a second appropriate treatment at 18:59:09 during vf. The patient's post shock rhythm was an idioventricular rhythm at 60 bpm. The device then detected a non-treatable rhythm at 18:59:59 while the patient was in sinus rhythm. The patient was last seen in a life-sustaining rhythm.